Manufacturer narrative:
Technical evaluation: the box was returned with severe physical damage in the upper 1/3 and mid sections, the box appeared to be stepped on or mishandled. Conclusion: the device had multiple kinks that were in the approximate locations of the outer box damage, which may indicate that the damage noticed on the device was caused by handling of the box during transit as the outer box has been severely damaged. The DHR for this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95cm x 6 cm) shaped tip, lot number l13773. The DHR review of final assembly (lot# l13773) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The lot was sorted for damaged tip during packaging per (B)(4) and (B)(4) units were rejected per (B)(4). Disposition. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.

Event description:
The device was damaged during transit.